Event description:
It is reported that two months ago, the patient began to experience a lack of support in the hip and began to fall to the front and the back. He is recently experiencing moderate local pain in his right hip. The patient had an appointment with his surgeon approximately 2 weeks ago. The patient had x-rays taken of the right hip. The doctor said no problems were evident on the x-ray. He had blood work taken which he believes were normal. No other course of action was prescribed.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.